Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening crease sharp and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side anterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Patient reported left side "hardening," "concern for textured implant device," and "capsular contracture," baker grade unknown. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "hardening," "concern for textured implant device," and "capsular contracture," baker grade unknown. The device remains implanted.